Event description:
The customer reported the generation of erroneously low aspartate aminotransferase (ast), cystatin c (cysc), and total bilirubin (tbil) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter laboratory solution specialist (lss) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective reagent syringes which were leaking. The lss replaced the reagent syringes to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).